Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found stent struts from the most distal stent row were raised outwards distally from the balloon and damaged. This type of damage is consistent with the stent encountering resistance during withdrawal of the device. The ro markerbands were examined and there was no damage noted. A visual and microscopic examination of the device identified that the tip of the device was slightly flared. This type of damage is consistent with the tip being pushed up against a restriction, during attempts to cross the lesion. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the mildly tortuous and severely calcified right coronary artery. A 20mm x 2.50mm promus premier¿ stent was selected; however, the device was unable to cross the target lesion. After several attempts to cross the lesion, it was noted that the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the mildly tortuous and severely calcified right coronary artery. A 20mm x 2.50mm promus premier¿ stent was selected; however, the device was unable to cross the target lesion. After several attempts to cross the lesion, it was noted that the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and patient's status was good.